Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 78 mg/dl. The customer stated that on the reservoir compartment edge all around the end of the opening the piece has broke and customer glued it back on. The customer dropped the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.